Event description:
It was reported by the sales rep that the patient stated that both electrodes are irritating her skin. Advise patient that those are the only two type of electrodes that we have. Patient is on her way to the doctor will call back with update. Update: called the patient at (B)(6), she advised that the doctor told her to use calamine lotion and that they would call us to see if she can use a different device.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: component code added 451- electrode. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added 3331 - analysis of production records. H6: investigation code added 4114- device not returned. H6: investigation findings code added to 3221: no findings available. H10: additional narratives/data. H6: device code updated to 2993: adverse event without identified device or use problem. H6: health effect updated 4545 - skin inflammation/ irritation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that both electrodes are irritating her skin. Advise patient that those are the only two type of electrodes that we have. Patient is on her way to the doctor will call back with update. Update: called the patient at (B)(6), she advised that the doctor told her to use calamine lotion and that they would call us to see if she can use a different device.